Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the dlp pediatric one-piece arterial cannula was found to be damaged and deformed, specifically with a kink at the tip of the obturator. There was no damage observed to the packaging. No other devices in the same box/shipping container were not damaged. The device was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage to the tip of the obturator with no evidence of damage to the cannula tip. Evidence of the damage has been provided. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.